Event description:
It was reported that the patient underwent surgery for implant of posterior spinal fixation instrumentation. The set screw came loose sometime post-op. The patient underwent a revision surgery. The screws were explanted.

Manufacturer narrative:
The product was returned for evaluation. The set screw was checked with go/no-go gages. The setscrew failed the inspection. The failed set screw has minor damage at the middle thread. The major diameters of the set screw were verified and found within specifications (as returned). No obvious defect was noted that can be attributed to the loosening of the set screw. A review of the device history records did not indicate any applicable nonconformance to specification.